Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during an enteral feeding device replacement procedure performed on (B)(6) 2009 (pt age is unk, however, over 18 years old). According to the complainant, during preparation the balloon would not hold water. The device was replaced with another standard balloon replacement g-tube. The new device was placed with no issues. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).